Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported during pacemaker implant electrocautery was used and each time the healthcare professional (hcp) cauterized the blood vessels in the patient¿s right leg would hurt. The hcp mentioned he had never implanted a pacemaker on someone with a bladder stimulator before. The patient was seen for neuropathy and treatment was performed that did not electricity. The patient stated it used light and a wand, like a stimulator. The patient when the procedure was performance the patient felt a weird feeling and hard tingling. The patient did not know the procedure name. The patient showed trx verbiage and she saw it on her neuropathy paperwork. The patient added on (B)(6) their leg hurt during pacemaker implant/cautery and on (B)(6) they had a weird feeling, tingling during neuropathy. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer regarding a patient on (B)(4) reported when the pace marker was put in and blood vessels were cauterized, bad pain each time in the right leg, stopped each time the healthcare professional (hcp), there was no pain after. There were no further complications that have been reported as a result of this event.